Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation, the pins in the connector were bent, preventing it from connecting to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned a patient's electrode belt had a damaged connector.